Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were 49 pause episodes since implant about a month earlier and the implantable cardiac monitor appeared to not be sensing any patient activity. The patient will be brought in for evaluation. No patient complications have been reported as a result of this event.